Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 22-feb-2018, field service engineer (fse) followed-up with the customer over-the-phone to address the reported event. The customer was able to resolve the issue and identified the overflow error to be with probe #1. Customer reported a reagent cup bead was lodged inside probe #1, causing it not to purge fluid out of the well, producing the reported error. The customer performed daily check, ran quality controls (qc); all passed within acceptable results. The aia-900 instrument is operating as intended. No further action required from field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-900 operator's manual under section 12 - flags and errors, indicates that message 2231 is bf (bound free) overflow sensor 1 failure. This message is generated when the overflow sensor 1 s132 is detecting liquid constantly. The customer is to contact the tosoh local representatives and check s132 sensor. The most probable cause of the reported issue was due to the reagent cup bead lodged in wash probe #1.

Event description:
On (B)(6) 2018, a customer reported getting error 2231 is bf (bound free) overflow sensor 1 failure on the aia-900 instrument. Customer is unable to run estradiol (e2) patient samples. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for e2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
This follow-up #2 is for a correction in the previously submitted follow-up #1 where the dates in these sections were incorrect. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H2. Additional information a review of the device history record (DHR) was conducted for serial number (B)(4) which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. H11. Corrected data in section h10 additional manufacturer narrative of the initial report, the fse dispatched date stated 22-feb-2018. The corrected date is 20-feb-2018.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. For corrected data, please refer to previously submitted follow-up reports: follow-up #2 date uf/importer became aware of event (dd-mmm-yyyy) 20-sep-2018. Date received by manufacturer (dd-mmm-yyyy) 20-sep-2018.